Manufacturer narrative:
Device returned for analysis due to patient death. Device was programmed to high field settings with autocapture and rate responsive feature enabled. Analysis performed, including electrical tests indicated that the device was at end-of-life level. Longevity assessment was performed; device met the projected longevity and is considered normal battery depletion.

Event description:
Related manufacturer reference number:2017865-2025-15474. Related manufacturer reference number:2017865-2025-15475. It was reported that the patient has deceased. The cause of death was unknown. There is no known allegation from a health professional that suggests the death was related to the device.